Event description:
It was reported that there was an unexpected power loss to the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 638rl30 heart ring implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller was not returned for evaluation. Log file analysis revealed multiple controller power-up events logged on (B)(6) 2022 between 06:46:10 and 09:57:17, with an associated motor start event logged at 09:57:30. Review of the event log file revealed that, prior to the first power-up event, the controller last had power on (B)(6) 2021. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power-up events; the first data point was logged at 09:57:54 on (B)(6) 2022, indicating that the power-up events occurred during a controller exchange. As a result, the reported loss of power event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.